Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vtich12.6, -4.5/5.5/099 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. Lens rotation inferior was observed. On (B)(6) 2023 the lens was rotated. This did not resolve the problem. Lens remains implanted. Cause of the event is reported as device, lens too small, keeps rotating. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: h6- health effect - clinical code: "2137" should be added. H6- health effect - impact code: "4629" should be added. D6b. "On (B)(6) 2023" should be added. B5: the reporter indicated that the surgeon implanted a 12.6mm vtich 12.6 implantable collamer lens of diopter +4.50/5.5/099 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. Product nonconformity was reported. Reportedly "the icl rotated inferiorly twice now" and "icl keeps on rotating and prefers to settle vertically". The patient experienced blurred vision and inferior rotation of icl x2. On (B)(6) 2023 the lens was repositioned but that did not resolve the problem. Reportedly " icl has rotated twice now. Once clockwise and the second time counter clockwise. Anterior segment scans will be provided". On (B)(6) 2023, the lens was exchanged with the same model, longer length lens and the problem was resolved. The cause of the event was the device and the device failed to perform as intended. Cause details provided: "the icl is too small and has now rotated inferiorly twice. It was rotated back once but has again rotated inferiorly". Claim#: (B)(4).